Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing ilet supplies while traveling; the user later observed the pump cartridge appearing empty and then replaced only the cartridge, after which glucose remained elevated above 400 before beginning to decline. Symptoms included hyperglycemia without loss of consciousness, dka, or other acute sequelae. Outcomes included no medical intervention, no backup therapy use, no ketone testing, and continued monitoring. Investigation included troubleshooting and education by support, review of user-reported device status, and confirmation of no device alerts or alarms. Investigation of this case revealed an unclear cause of hyperglycemia with a suspected interruption or depletion of insulin delivery related to cartridge supply status, without confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.